Event description:
It was reported to philips that the system was unable to boot to the application. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. A philips field service engineer (fse) inspected the system on site and examined the issue reported by the customer. During troubleshooting, the fse found the system stuck on the splash screen with the progress bar frozen. To resolve the problem, the fse reloaded the software on the suite pc and restored the backup. The system was returned to service in good working order. The codes were updated based on the investigation outcome.